Event description:
The plastic palm handle broke. Rptr bought altogether six (6) canes. The handles broke on the average of two mos. One time it broke when rptr was cooking in the kitchen and almost got burned. The other time, the handle broke when rptr was going downstairs. Rptr fell and luckily grabbed the rail in time.